Event description:
Reported due to difficult device removal requiring surgical intervention. The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "over five (5) mm.," the vessel condition was noted to be "good" and there was "no tortuosity or significant calcufication." The site was confirmed to be in the common femoral artery (cfa). It was noted that there was scar tissue present at the groin site, and it is unknown if resistance was met during device insertion. Reportedly, a cuff miss occurred and the physician attempted to remove the device but was unable to. The device was stuck in the pt's groin. The pt was sent to surgery for device removal. The device was completely removed during surgery. The pt is said to have "recovered fully." The patient's hospital stay was increased by one day. Although requested, no additional information was provided.